Event description:
On (B)(6) 2013, it was reported that for approximately ¾ of the year the patient's infusion device had not displayed e4 (occlusion error). The patient has seen blood and white deposits in the infusion tubing on occasion. The patient has removed the infusion set from his body and no insulin came out of it and the device did not display and error message. He experienced elevated blood glucose as high as 350 mg/dl. He also stated that on (B)(6) 2013, he noticed wetness at the device's adapter and in the cartridge compartment. He was able to clean the moisture. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The occlusion limits were tested successfully. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.